Event description:
I had the essure permanent birth control device implanted in 2010. Since I had this procedure done I have had nothing but problems. It started with severe migraines, back pain, fatigue and anxiety. It had now escalated to severe pelvic pain where the coils were placed, bowl trouble I have had several uti infections, bloating, numbness during intercourse, breast pain and now chronic neck pain. I am currently now on 3 different over the counter medication two of which are for pain. The doctors are trying to figure out why I am having so much pain. I want these things out. I lost my sex drive almost immediately after this was done. I had this done so I would be able to live life without worrying about getting pregnant with another child that I could not afford at the time. I was told there would be no side effects and I believe I was lied to. To top it off now the only way to get them out is to have the surgery that I was trying to avoid.